Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced difficulty pairing a new freestyle libre 3 plus sensor with the ilet system, which resulted in the warmup period not displaying on the pump or mobile app until the sensor was rescanned and successfully paired. No adverse clinical symptoms reported. Outcomes included restoration of expected sensor warmup display and continued use without further issues. User support included customer service troubleshooting and education with guided rescanning of the sensor in the ilet mobile app. Investigation of this case revealed a resolved pairing failure with no device hardware malfunction identified, consistent with a use or connectivity issue between the sensor and the app. It was concluded, based on previously established findings for similar reports, that the cause was user error and software interaction consistent with normal operation once correctly paired.